Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a computed tomography guided hydrothorax drainage catheter placement, the drainage catheter connector allegedly fractured. The catheter was removed and replaced. There was no reported patient injury.

Event description:
It was reported that sometimes post a computed tomography guided hydrothorax drainage catheter placement, the drainage catheter connector allegedly fractured. It was further reported that the area where the white connector connects to the drainage bag is leaking. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided for review. The photo shows the clinician holding the navarre drainage catheter. Cracks were noted on the catheter hub. Therefore, the investigation is confirmed for the reported fracture and leak issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6(method). H11: b5, d4(unique identifier (UDI) #), h6(result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.